Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, around 9 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption, pain, and abnormal sensation around implant placement were reported during the implant removal surgery. The patient has since recovered.